Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6), 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the attached user facility report are for the same patient, part number and event. This report filed (B)(4), 2011.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." The porous coating on the cup appeared to be intact and exhibited bony ingrowth. Two of the fins had become deformed or fractured, possibly during removal of the component. The articular surface of the cup showed evidence of staining and scratching. The staining was possibly caused by protein deposition and the scratches were possibly caused by third body abrasive debris trapped in the clearance between the head and cup. The outer rim of the cup appeared to show evidence of deformation and wear, most notably in two locations. This deformation and wear likely occured due to dislocation or subluxation of the head. The user facility was notified of the event on march 18, 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted march 22, 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2011, due to metallosis and elevated cobalt and chromium levels following two years of ongoing grinding and subluxation. The acetabular cup, taper liner, and modular head were removed and replaced.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6), 2011 due to metallosis and elevated cobalt and chromium levels following two years of ongoing grinding and subluxation. The acetabular cup, taper liner and modular head were removed and replaced.